Event description:
Complainant alleged that during functional testing by a training officer at the customer's facility, the device failed to power-up. Complainant indicated that there was no patient involvement in the reported malfunction.